Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 (explant date not provided) device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening, broken device through microscopic inspection assessed as surgical damage, more than three openings through microscopic inspection assessed as surgical damage and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion and stress marks ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.